Event description:
It was reported that the user experienced sustained hyperglycemia after running out of insulin overnight while using the ilet system, with cgm displaying high and bgm measuring 401 mg/dl; the user reported frequent high corrections instead of meal announcements, high daily insulin usage around 142 units, and a bent cannula was observed after a supply change. Symptoms included fatigue and sleepiness. Outcomes included high glucose requiring troubleshooting and education. Investigation included review of device data, guidance on proper meal announcements, cannula change assistance, and a recommendation for a factory reset and consultation regarding high daily insulin needs. Investigation of this case revealed user technique factors including missed meal announcements and an infusion set issue evidenced by a bent cannula, which are consistent with hyperglycemia due to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors and infusion set integrity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.